Event description:
It was reported that during an unknown procedure, there were cutting clips. It caused benign bleeding during the operation. As this incident occurred in (B)(6) 2009, we have no additional information available. Another device was used to complete the procedure. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.